Event description:
As reported by the user facility: during the injection of a pre-operative anesthetic medication into the distal, y site blood started to back-flush up the tubing and siphon out the y site. Because of this incident, it could not be determined how much pre-operative anesthetic medication the patient received. The patient therefore experienced discomfort during the surgical procedure. Additional information provided by the facility indicated the patient suffered no additional adverse sequela associated with this incident

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the sample, a thorough evaluation could not be performed. There have been no other reports of back-flush up the tubing against this part. No specific conclusions can be drawn.